Event description:
It was reported by the patient with this right ventricular (rv) lead that the communicator triggered a red doctor icon. Technical services (ts) assisted the patient with troubleshooting. The communicator was able to be interrogated after the universal serial bus (usb) was plugged into another port. However, latitude reports show that this lead exhibited high out of range pacing impedance. The high out of range impedance has been occurring for approximately 4 years, which resulted in a lead safety switch (lss). The patient was referred to the clinic. The clinic decided to continue to monitor the patient. The lead remains in service. No adverse patient effects were reported.